Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the while doing the tracheostomy, the cannula presented a cuff leak, and successive attempts were made. The physiotherapist noticed in the volume curve that the endotracheal tube cuff was punctured (snoring in the oral cavity, signs suggestive of leaky cuff). Thus, the physician on duty chose to change the tube, and the procedure occurred with no harm to the patient.

Manufacturer narrative:
H6. Codes: updated. No product or photos were returned therefore no device analysis could be completed. Because the cuff leak was observed after placement it is the most probable that reported failure occurred during tracheostomy procedure due to contact with sharp edge which is in conflict with the instructions for use, "guard against cuff damage by avoiding contact with sharp edges". Unfortunately, without the sample we are unable to determine true root cause of this issue. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.